Manufacturer narrative:
The manufacturing and sterilization records were reviewed and no relevant nonconformities were found.

Event description:
It was reported that the patient experienced a seroma at the incision site which led to an infection. The patient was provided IV antibiotics and the device was removed. There have been no reports of further complications regarding this event.